Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the capture threshold on the right ventricular (rv) lead had increased. The pacing output was modified and the patient was stable with no consequences.